Manufacturer narrative:
Investigation details: the visual inspection shows that the tension spring components still loaded inside the deployment tube and plunger was fully depressed. The failure that the seal would not deploy is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.